Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for hypoglycemia, with a blood glucose of 27 mg/dl. The customer stated that she had been experiencing unexplained low blood glucose levels for the past month prior to the event. The customer then stated that the insulin pump was possibly exposed to a full body scanner (B)(6) ago. The customer also mentioned that she had last changed her infusion set (B)(6) before event. Programming was correct. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.